Event description:
It was reported to nova biomedical that a consumer received high readings of 435 mg/dl and 417 mg/dl on her blood glucose meter. The consumer experienced a hypoglycemic event requiring emergency intervention allegedly giving erroneous high readings. The meter will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.